Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing impedances of 2500 ohms. There were no other observations. The lead was surgically abandoned and a new lead implanted without issue. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was dependent but there was no loss of capture. The out of range impedance measurement of over 2500 ohms was confirmed with pacing system analyzer (psa) testing. There was no allegation of device involvement.